Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm the day before the call. Customer reported clearing the alarm and changing the infusion set. Blood glucose level at the time of the incident was 246 mg/dl. During troubleshooting, the customer received another no delivery alarm, manually primed, and was then able to get insulin to exit the tubing. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.